Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage and stent embolization occurred. The 90% stenosed, severely calcified, target lesion was in the severely tortuous proximal and distal left circumflex (lcx) artery and the obtuse marginal (om) artery. The lesion was pre-dilated by a 2.5x15mm quantum balloon catheter at 20 atmospheres (atms). The physician advanced the 2.5x16mm taxus express2 drug eluting stent (des), but was unable to cross "to the short of the lcx". The lesion was dilated with the 2.5x15mm quantum balloon to 23 atms. The physician attempted to cross the lesion again with the 2.5x16mm taxus express2 des, but was unsuccessful. The proximal side of the stent appeared "flared". While attempting to withdrawal the device, the stent dislodged from the stent delivery system when it "bumped into" the non-bsc guide catheter. The stent was able to be retrieved using an unknown type snare. The procedure was completed with the dilatation of the target lesion with an unknown type balloon and no stent implanted. There were no patient injuries or complications reported with the patient's current condition listed as "good."